Event description:
Customer is dissatisfied with simplex. Tests the customer performed with the cement revealed that it did not totally dissolve and made white "flakes". It was reported that this event did not occur during a surgical procedure.